Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). The patient reported, they had a fall back in december. And since, then the ins battery has been tilted in the pocket making it difficult or unable to recharge. With communication issues reported, while charging. A return of pain was reported. The cause was noted, to be due to the fall resulting in the battery not laying flat in the pocket. Making it difficult to recharge. The patient is to have a pocket revision, but is not yet scheduled. The issue is ongoing. And the rep reported, they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.